Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-1110, serial: (B)(4), description: precision. The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients lead migrated. The patient underwent a revision procedure wherein the physician elected to replace the lead, malfunction was not suspected. The physician also elected to replace the ipg to allow for an upgrade. The patient is doing well post operatively.

Manufacturer narrative:
Additional information was received that the lead was not discarded by the facility as it was received by bsn. The returned devices, the lead and the ipg, were analyzed and no anomalies were found.

Event description:
A report was received that the patient's lead migrated. The patient underwent a revision procedure wherein the physician elected to replace the lead, malfunction was not suspected. The physician also elected to replace the ipg to allow for an upgrade. The patient is doing well post operatively.

Manufacturer narrative:
Additional information was received that the patient experienced a loss of coverage and therapy due to the device migration.

Event description:
A report was received that the patients lead migrated. The patient underwent a revision procedure wherein the physician elected to replace the lead, malfunction was not suspected. The physician also elected to replace the ipg to allow for an upgrade. The patient is doing well post operatively.